Event description:
It was reported that during a low anterior resection procedure, the device fired malformed staples. Suturing was used to rectify the situation. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.